Event description:
Customer reportedly received results of 1.4 mmol/l and 12.1 mmol/l within 10 minutes on the compact plus system. Customer administered unspecified insulin based on the second result. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The event occurred in (B)(6). Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.